Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator had previously diagnosed heart rhythm incorrectly. During visit, the device was functioning appropriately, but there was an unspecified pocket issue. The patient was in atrial fibrillation with a stable ventricular escape rhythm around 40 to 50 ppm. The patient was scheduled for explant of the device.